Event description:
A malfunction code was displayed, prompting the customer to report the issue. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump, and the customer was instructed to use multiple daily injections (mdi) as a backup to ensure insulin delivery continued uninterrupted. The customer was guided on how to put the pump into storage mode and instructed to return the faulty pump via a prepaid label within 10 days.